Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit has display issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) unit has display issues. There was no patient involvement reported.

Manufacturer narrative:
Updated data : b4, g3, g6,h2,h10,h11. Corrected data : b5,b6,b7,d10,e3 h6 (impact, clinical).

Manufacturer narrative:
The service request was cancelled by the customer - unit no longer in service. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.